Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for an error 53 (prolonged cold-water exposure). Biomed discussed that the error might also be since calibration test unit was out of calibration. Per email response received on 29nov2021, initial reporter stated that there was no patient involvement. Per sample evaluation result received on 16jun2022, the autofill cycle timed out. The device would not empty pads. The double bend tube from the tank to the manifold and the chiller outlet l tube to the tank were expanded. The panel voice function of the control panel failed after the 45 hours burn in period.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 53 (prolonged cold-water exposure). Biomed discussed that the error might also be due to the fact that calibration test unit was out of calibration. Per email response received on 29nov2021, initial reporter stated that there was no patient involvement. Per sample evaluation result received on 16jun2022, the autofill cycle timed out. The device would not empty pads. The double bend tube from the tank to the manifold and the chiller outlet l tube to the tank were expanded. The panel voice function of the control panel failed after the 45 hours burn in period.